Manufacturer narrative:
H6 - adverse event problem - corrected medical device code to reflect lead fracture. The report event of high impedance was confirmed. Analysis of the return lead found a kink/fracture on the outer tubing where all internal wires were broken. The fracture was consistent with an overstress condition or sudden event the lead may have been subjected to while still in vivo.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2021-17512. It was reported that the patient was not receiving effective therapy from their system. It was found that one lead had all high impedances. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced. Postoperatively, the patient has effective therapy. Note: as it is unknown which lead had high impedances, both leads are being reported.